Event description:
Customer stated that the device was warm and showed evidence of melting on the right side of the unit. A request was made for the return of the suspect device and replacement product was sent.